Event description:
Temperature sensor used intraoperatively to monitor patient. The sensor is applied to the forehead in three contact points with a 4th at the temporal region. The patient suffered a blister on his forehead. When he visited his surgeon two weeks later he was ordered to a wound care center for debridement. At that time the wound measured 0.9cm l x 2.5cm w x 0.1 d. It healed 100% in 7 days; however, has some reddened scar tissue which the patient is unhappy about. He has been advised that it may take approx 8-10 months to fade. Since the blister surfaced after leaving the surgery suite (skin redness in postoperative recovery), the sensor was not saved nor the packaging recovered.